Manufacturer narrative:
Concomitant medical products: product ID 3487a, lot# j0019954v, implanted: (B)(6) 2001, product type: lead; product ID 74001, lot# n461229, implanted: (B)(6) 2014, product type: adapter; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 7495lz25, serial# (B)(4), implanted: (B)(6) 2002, product type: extension; product ID 3487a, lot# j0222792v, implanted: (B)(6) 2002, product type: lead. (B)(4).

Event description:
It was reported the patient experienced ¿jolting sensations that would last a few seconds when the stimulation was turned off¿ since having their implantable neurostimulator (ins) replaced. The patient reportedly ¿felt stimulation down his right leg after stimulation was turned off¿ and that it was ¿not really high stimulation, but he felt it when he turned it down to zero and then off.¿ despite the stimulation being ¿real low¿ the patient reported he could ¿feel it at night¿ and that it would ¿wake him up at night.¿ impedance testing was performed and found impedances values to be within normal limits (wnl). The patient was reprogrammed as a result of the event ¿to see if this would help.¿ the patient was alive with no injury at the time of report and was receiving a 50% or greater reduction in their symptoms. Additional information was requested, but was not available at the time of report. A supplemental report will be filed if additional information is received.